Event description:
The complainant reported burns on the corner of pt lips where the suction coagulator rests when in use during electrosurgical procedures, and that there have been 4 incidents within the previous 5 months. The complainant stated that all 4 incidents have occurred with one particular surgeon. Other surgeons at this facility have not experienced this condition. The complainant also advised that the incident devices were not retained because the burns are not noticed until a few hours after the procedures.

Manufacturer narrative:
The info provided by the complainant is typical when the reported pt injuries are due to user error. The particular technique used by the surgeon of resting the suction coagulator cannula in the corner of the pt's mouth while in use has been known to create a condition of capacitive coupling where the electrosurgical current is transferred from the active electrode through the intact cannula insulation onto the conductive mucosa of the pt. If the current becomes highly concentrated the result is a burn. The use of this technique is warned against in the literature. Contact of an active electrode to unintended tissue, or to conductive material in the mouth such as a metal mouth gag, can result in the reported condition as well. These are known and labeled risks associated with the use of these electrosurgical devices.